Manufacturer narrative:
The returned device was evaluated and received with the needle mechanism not deployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was activated; the cannula was not visible and the pink slide did not move forward, which indicates a needle mechanism failure. The pod was not worn.